Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 5/18/16-pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported right hip dislocated in 2014, pseudotumor, leg length discrepancy, severe pain, elevated metal ions, cobalt 16.6 and chromium 21.7, limited mobility, footdrop and cane used at all times. Medical records reported the patient had 3 falls prior to revision and 2 falls after revision, feelings of subluxation after fall, and feelings of instability while walking. Metal ion lab results reported greater than 7 parts per billion. Revision surgical report noted pain, pseudotumor, abductor deficiency, leg length discrepancy, slightly over-anteverted cup not revised related to thin cortices anteriorly and posteriorly, absorption of the greater and lesser trochanters, weakness and the feeling of hip giving away. Cup added for malposition and part/lot updated. The complaint was updated on: jun 9, 2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation received. Litigation alleges pain, discomfort, stiffness, pseudotumor, and increased metal ions.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New unity record created in order to update etq complaint number (B)(4). Complaint description: litigation received. Litigation alleges pain, discomfort, stiffness, psuedotumor, and increased metal ions. Update 5/18/16-pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported right hip dislocated in 2014, pseudotumor, leg length discrepancy, severe pain, elevated metal ions, cobalt 16.6 and chromium 21.7, limited mobility, footdrop and cane used at all times. Medical records reported the patient had 3 falls prior to revision and 2 falls after revision, feelings of subluxation after fall, and feelings of instability while walking. Metal ion lab results reported greater than 7 parts per billion. Revision surgical report noted pain, pseudotumor, abductor deficiency, leg length discrepancy, slightly over-anteverted cup not revised related to thin cortices anteriorly and posteriorly, absorption of the greater and lesser trochanters, weakness and the feeling of hip giving away. Cup added for malposition and part/lot updated. The complaint was updated on: jun 9, 2016. Update ad 01 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf, implant record, and sticker sheets. In addition to what was previously alleged, ppf alleges metallosis and metal wear. The stem and cup were already added. Added lawyer and law firm. Doi: (B)(6) 2009 - dor: (B)(6) 2014 (right hip). (B)(4) - right hip 1st revision. (B)(4) - right hip 2nd revision.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4).

Event description:
In addition to what were previously alleged, ppf alleges metallosis and metal wear. The stem and cup was already added. Added lawyer and law firm.